Event description:
It was reported the device displayed error 1260, error 1261. No patient injury was reported.

Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement. It was reported that the issue was found prior to sending the device to the hospital and subsequently the pump was identified as out of service.